Event description:
It was reported that during a preparations for a coronary stenting treatment procedure a shaft break occurred. The unspecified target lesion was in the "medium third" of the right coronary artery. A liberte bare (mr) ous 12mm 3.00 bare metal stent was selected to treat the target lesion. While initiating the introduction process, outside the pt, the shaft of the device broke. The procedure was completed with another of the same device. There were not pt complications reported with the pt's current condition listed as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).